Event description:
The physician was completing a hysterectomy with a endo-stitch instrument and noted the needle broke while in the wall of the vaginal cuff. He attempted to retrieve the needle fragment but was unsuccessful.